Event description:
No osseointegration (dental implant).

Manufacturer narrative:
Additional information received from distributor on 22nd june 2023.

Event description:
No osseointegration (dental implant).